Event description:
It was reported that the purewick urine collection system had caused injuries due to high suction use. Customer continuing to educate their team on using 40-60 mm hg suction. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿inadequate component (pump and relief valve) selection¿. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the purewick urine collection system product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the purewick urine collection system had caused injuries due to high suction use. Customer continuing to educate their team on using 40-60 mm hg suction. No medical intervention was reported.